Event description:
Hcp reported the pt had a catheter dye study done because of repeated complaints of both under and overdosing. The catheter was clear. The pt had an MRI done. The radiologist read a questionable 2mm granuloma at the tip of the catheter. The hcp is planning on having the pt follow up with a neurosurgeon familiar with granulomas. A follow up report will be sent when additional info is rec'd.